Event description:
Pump alarm was reported during its operation, indicating an issue with cartridge loading. Customer declined to disclose whether blood glucose levels exceeded 500 mg/dl, leaving any impact on blood glucose level unreported. Technical support assisted with loading a new cartridge, but alarm persisted, leading to a decision to replace the pump. Pump was under warranty, and customer planned to use multiple daily injections as backup therapy. Instructions were given for storing and returning the faulty pump using a pre-paid label. No additional information regarding the outcome of the event was received.